Event description:
It was reported that the patient presented in clinic. During device interrogation, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were done. The patient was in stable condition.